Manufacturer narrative:
Additional follow up information was obtained: it was reported that during a da vinci-assisted hysterectomy surgical procedure, vio dv integrated electrosurgical unit (iesu) energy output was low and ¿not sealing very well.¿ the site was using the fenestrated bipolar forceps (fbf) instrument when the issue occurred. The fbf continued to be used for the entirety of the procedure in conjunction with the iesu. The bipolar energy settings were utilized in the surgeon's typical low settings. Due to the decreased bipolar energy output, the estimated blood loss increased by 200 ml. The procedure was completed robotically. Patient demographics were obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy (malignant) surgical procedure, vio dv integrated electrosurgical unit (iesu) energy output was low and ¿not sealing very well.¿ the site was using fenestrated bipolar forceps (fbf) instrument when the issue occurred. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed, and failure analysis could not confirm or reproduce the reported complaint. The iesu functioned normally upon testing the iesu on an in-house system in normal mode. Upon visual inspection, scratch on the top cover and faded head sink paint were observed. The complaint was not confirmed by failure analysis.